Event description:
It was reported that the infusion line burst. A 2.1mm jetstream xc was selected for use in a lower extremity arterial intervention. During the procedure while performing atherectomy, the catheter burst. The system was removed over the wire, and the outer layer of the catheter was observed to have bubbled up and burst. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the device returned to boston scientific consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination revealed that there was shaft damage in the form of buckling/kinks. The locations of the damage were 89cm from the tip. Visual examination revealed that the infusion line had burst proximal to the buckling/kink damage. The location of the burst infusion line was approximately 93cm to 94cm from the tip. The device was set-up and functionally tested per the instructions for use, and the device functioned as designed except for the leaking at the burst infusion line. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the infusion line burst. A 2.1mm jetstream xc was selected for use in a lower extremity arterial intervention. During the procedure while performing atherectomy, the catheter burst. The system was removed over the wire, and the outer layer of the catheter was observed to have bubbled up and burst. The procedure was completed with another of the same device. No patient complications were reported.